Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: the complaint states: ¿it was reported that the cement (p/n: (B)(4).was not able to use during the tka surgery on (B)(6) 2019. The surgeon had a sense of discomfort when mixing the monomer and polymer by hand, judged to halt using the cement in question. The surgery was completed without problem by using alternative cement. It was unknown whether there was a surgical delay or not and there was no adverse consequence to the patient. No further information is available..¿ the retained samples were tested in a temperature and humidity controlled laboratory (see attachment ¿(B)(4). Retest results.pdf¿). Mean dough time: 2min 49sec. Mean setting time: 11min 27sec. End of working time: 10min 07sec. Mix characteristics: wet/ thin. Handling characteristics: soft. The reported failure was not repeated in the testing of the retained samples of this batch. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement (p/n: 3070040) was not able to use during the tka surgery on (B)(6) 2019. The surgeon had a sense of discomfort when mixing the monomer and polymer by hand, judged to halt using the cement in question. The surgery was completed without problem by using alternative cement. It was unknown whether there was a surgical delay or not and there was no adverse consequence to the patient. No further information is available.